Manufacturer narrative:
The product was not returned nor were images provided for review; therefore, product analysis cannot be performed.

Event description:
It was reported on medwatch mw5093656 that "I had the cartiva implant on my right big (1st) toe to help with extreme pain and arthritis in that toe. I went to dr (B)(6) with (B)(6) orthopedics. After evaluating my toe, he said I have arthritis on the 1st mtp joint, 1st proximal phalanx dorsal bone spur. Dr (B)(6) recommended surgery - right hallux cheilectomy and cartiva implant insertion. I had this surgery on (B)(6) 2018. Since this surgery, I have experienced more pain from my big toe than I had prior to surgery. I have no range of motion after months of physical therapy on the toe, use of a dynasplint on the toe and several f/u visits with dr (B)(6). The cartiva implant has caused me to walk with a limp, and I did not have a normal quality of life because of this surgery and implant. FDA safety report ID# (B)(4). "